Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to multiple device unrelated infections in the middle ear (chronic suppurative otitis media), which did not spread to the implant site. Additionally, the recipient was reportedly a non-user. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Further device investigation of the received parts revealed damage to the reference electrode, likely caused by repeated external impact on the implant site and damage to the active electrode, likely caused by device minute mobility. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.

Event description:
According to the doctor, the user experienced multiple infections in the middle ear, and there were concerns regarding the potential for meningitis. No meningitis occurred and the infection did not spread to the implant site. The device has been explanted.